Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed catheter from a 24ga x 0.75in. Insyte autoguard bc pro unit with a luer slip syringe. Three photographs were also provided. A leak test was performed on the catheter adapter and a leak was discovered coming from the side of the adapter. Microscopic analysis confirmed there was a hole in the catheter adapter, the adapter material that was surrounding the hole was curved inward toward, which indicates that the adapter was likely deformed during the molding process. Your reported issue was confirmed and determined to be manufacturing related. During adapter loading it is possible that incorrect feeder settings or the feeder jamming could cause adapter damage. The damage may cause leakage, or it may also be cosmetic that does not leak. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
It was reported that bd iag bc pro global leaks near the catheter/ hub junction. The following information was provided by the initial reporter, translated from japanese to english: it was reported that leakage occurred near, vicinity of the connection between the catheter and the catheter hub.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.